Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # (B)(4) (and subsequent ticket # (B)(4)). Hoya due diligence is documented under internal (B)(4). Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Damaged haptic after implantation. The doctor was inserting the iol into the left eye of patient and the haptic broke in the eye. The iol was explanted, and then inserted another iol and successfully. Patient impact: explantation. Patient health not impacted; patient has recovered and is fine.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for an event that occurred inside of the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h3: corrected to yes. Additional information: g6: type of report - noted as follow-up #1. H2: type of follow-up - noted for corrected and additional information. H6: added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(6); model: b1pc). We also confirmed there were not anabnormalities on the loop pull strength test record of the material lot: (sotd-g115-01). The dye test result showed the injector tip was properly coated. The lens release test result showed that the re-installed iol could be released out of the original cartridge/tip and original injector body without any problems. Proper coating allows the lens to advance. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. The doctor was inserting the iol into the left eye of patient and the haptic broke in the eye. The iol was explanted, and then inserted another iol and successfully. Patient impact: explantation. Patient health not impacted; patient has recovered and is fine.